Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged that the patient had been hospitalized (B)(6) 2013: mom came home and found daughter on the kitchen floor and she was unresponsive, took her to hospital around 4pm. Reporter is a poor historian and cannot provide an accurate description of event. She states patient had blood glucose (bg) that would not register on her meter, and when she was at the hospital her bg was above 700mg/dl, with thirst, large ketones, nausea and treated her with IV drip and responded well to the IV drip. Mom stated that she also had the flu at the time of the event and that the treating health care professional (hcp) thought that was part of the issue as well. Mom stated that patient also had the flu at the time of the event in which they thought was a contributing factor. No reported medication. Patient is having issues with her bg's running high frequently. Troubleshooting review of history shows she had issues with occlusions prior to issue, multiple occlusion alarms. Stated she changed her tubing and site with all occlusion alarms and gave insulin via injection. Stated that her bg was high and could not read on the meter. Stated that at times of her high bg's she will change he infusion site and bg will eventually return to target after multiple boluses. Stated that her doctor recommended to use the longer needle/cannula due to high bg's, patient inserting the insets into her abdomen and at times her arm, doesn't remember the location of the infusion sets at the time of the occlusion alarms, had been on pump for 5-6 years. No palpable scar tissue, she has had issues with bent cannulas at times. The patient is not rotating sites very well, stated that she uses her abdomen and sometimes her arm. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia requiring hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.